Event description:
Report received of an overdelivery during routine preventative maintenance testing. During testing at the user facility, channel a delivered a measured volume of 21.4 ml from an expected delivery of 20 ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no further info was provided.